Event description:
It was reported that atrial and ventricular oversensing was noted. At that time the patient was in a jacuzzi. No adverse patient events or inappropriate therapies were reported. Device currently remains implanted. Should additional information be received, this file will be update.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.